Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded shock therapy delivery. The health care professional (hcp) called technical services (ts) for further review of the shock electrogram (electrogram (egm). Upon review, ts determined that the shock therapy was delivered inappropriately due to atrial driven rhythms. It was also noted that muscle noise was observed on the egm. Ts discussed device reprogramming options with the hcp. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded shock therapy delivery. The health care professional (hcp) called technical services (ts) for further review of the shock electrogram (electrogram (egm). Upon review, ts determined that the shock therapy was delivered inappropriately due to atrial driven rhythms. It was also noted that muscle noise was observed on the egm. Ts discussed device reprogramming options with the hcp. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b1- adverse event/product problem; b2- outcomes attrib to adv event; e1-initial reporter phone; e1-initial reporter email.